Event description:
The complainant alleged while monitoring a pt, the device intermittently displayed a "check electrodes" message. The complainant indicated that there was no adverse effect to pt as a result of the reported malfunction.